Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and elevated glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with elevated glucose levels. The patient did not recall the medical event that happened. It was unknown how the patient was treated but was released the same day. The pod was worn when seeking medical attention.